Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: neu_unknown_pump, serial# unknown, product type: pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Kleinmann b., wolter t. 2017. Intrathecal opioid therapy for non-malignant chronic pain: a long-term perspective. Neuromodulation 20 17; e-pub ahead of print. Doi:10.1111/ner.12617. Summary: many patients with intrathecal opioid pumps do adhere to the therapy for many years but there is scarce knowledge about the long-term effects of intrathecal opioid therapy (iot) of more than three years. We sought to assess the long-term efficacy and the presence of typical side-effects and complications of iot. Reported events: a (B)(6) year old female with a diagnosis of low back pain receiving morphine sulfate at 3.2mg/day via an implantable infusion pump experienced two catheter dislocation and underwent two catheter revisions. A (B)(6) year old male with a diagnosis of low back pain receiving morphine sulfate at 2.7 mg/day via an implantable infusion pump experienced pain at the pocket site which required pump relocation. A (B)(6) year old male with a diagnosis of low back pain receiving morphine sulfate at 5.4 mg/day via an implantable infusion pump experienced an infection which required removal and re-implant. A (B)(6) year old female with a diagnosis of low back pain receiving morphine sulfate at 2.8 mg/day via an implantable infusion pump experienced a catheter dislocation and leak which required two catheter revisions. A (B)(6) year old female with a diagnosis of low back pain receiving morphine sulfate at 4.5 mg/day via an implantable infusion pump experienced two catheter dislocations which required two catheter revisions. A (B)(6) year old male with a diagnosis of low back pain receiving morphine sulfate at 3.7 mg/day via an implantable infusion pump experienced skin atrophy at connector site which required a revision of the connector. A (B)(6) year old female with a diagnosis of low back pain receiving buprenorphine at 0.15 mg/day via an implantable infusion pump experienced pain at the pocket site requiring pump relocation. A (B)(6) year old female with a diagnosis of low back pain receiving morphine sulfate at 1.1 mg/day via an implantable infusion pump experienced a catheter leak requiring catheter revision. A (B)(6) year old male with a diagnosis of phantom limb pain receiving morphine sulfate at 6.8 mg/day via an implantable infusion pump experienced catheter dislocation which required a catheter revision. A (B)(6) year old female with a diagnosis of low back pain receiving buprenorphine at 0.23 mg/day via an implantable infusion pump experienced a rupture requiring catheter revision. A (B)(6) year old female with a diagnosis of low back pain receiving morphine sulfate at 5.5 mg/day via an implantable infusion pump experienced a leak at the pump segment requiring a catheter revision. A (B)(6) year old male with a diagnosis of phantom limb pain receiving morphine sulfate at 3.2 mg/day via an implantable infusion pump experienced an occlusion of the catheter requiring a catheter revision. A (B)(6) year old male with a diagnosis of generalized pain receiving morphine sulfate at 4.6 mg/day via an implantable infusion pump experienced an infection requiring removal and re-implant. A (B)(6) year old male with a diagnosis of low back pain receiving morphine sulfate at 4.4 mg/day via an implantable infusion pump experienced a catheter dislocation requiring a catheter revision. An (B)(6) year old male with a diagnosis of low back pain receiving morphine sulfate at 2.6 mg/day via an implantable infusion pump experienced a catheter dislocation requiring a catheter revision. Four patients had significantly worse sleep than before pump implantation. Four patient's mobility somewhat worsened. Three patient's mobility significantly worsened.